Event description:
Boston scientific received information that during a pre-operative check, reason unknown, this right atrial lead was noted to have an increase in impedances from 890 ohms to 1820 ohms over the past ten years of implant. Last year the impedances were 1240 ohms. This patient has not had a device check in over three years. No report in changes in other lead measurements. This patient did have open heart surgery last year and noise was noted during the heart procedure. This patient also does have complete heart block. It was later reported that this lead also had higher thresholds and impedances now greater than 1900 ohms. The physician elected to revise the lead and during the explant the physician found undefined damage near the sublavian. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.